Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The evaluation of the device is still in process.

Event description:
It was reported that, prior to use on a patient a 980 ventilator generated a safety valve open diagnostic code. The ventilator was not in use on a patient at the time the malfunction occurred.